Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional cerebral procedure on (B)(6) 2013. Access was obtained at the right femoral artery via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the advancer tube was not present after the sealant was deployed on a patient with "elevated act" (activating clotting time). The device was removed and 5 minutes later a "moderate" size hematoma (less than 6cm) formed at the access site. Manual compression was applied to the hematoma for 30 minutes, then a femostop was applied and hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.

Manufacturer narrative:
Correcting: the review of the lhr (lot f1314092) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. Sealant was protruding from the shuttle cartridge side slit, approximately 94mm from the balloon proximal tip. Blood was observed on the full length of the sealant. The advancer tube was found inside the shuttle cartridge which indicates an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1314092) indicated that the device lot met all established performance criteria prior to shipment.